Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number: 3006697299-2018-00006.

Event description:
One of 2 reports. A quality assurance representative reported during inspection on (B)(6) 2017, the c5602 cusa excel 36khz disposable wrench were inspected in total of 204 pieces and rejected 1 piece because of foreign material noted. There was no patient involvement.

Manufacturer narrative:
Investigation completed on 23feb2018. The returned unit was received in the original packaging tray and was found completely sealed. A black particle was observed. The black particle was loose; not embedded. The cap of the returned unit was removed to evaluate the presence of the internal components and their conditions. All components (plastic hub, metal hex, o-ring, metal springs) were present. Some black particles were observed at the bottom of the wrench likely the one observed on the tray when they were compared under microscope. The lot complied with all in-process inspections and testing requirements as specified in the manufacturing shop order and related procedures. The reported issue was confirmed. The black particles were coming from inside of the device which is a consequence of the torque test performed at the wrench¿s supplier.